Event description:
Upon initial testing of the pump, it was found to be extremely loud. The device was not used in a procedure, nor have they attempted to use the device.

Manufacturer narrative:
Technical evaluation: blocking the inlet port to the pump caused the pressure to stabilize at -28inhg. The noise coming from the assembly was noticeably louder than other samples in house and was characterized by a clanking rattle on the top of the normal motor noise. The cover of the assembly was removed and the pump and wiring were inspected during operation. Nothing outside the pump was loose or rattling. The rattling noise is coming from the pump. The incident is confirmed as reported. (B)(6).